Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported via legal documentation that a patient was initially implanted with a right total knee arthroplasty (B)(6)2017 and then approximately 5 years 6 months, later was surgically revision on (B)(6)2023. Revision operative report of (B)(6) 2023, postoperative diagnosis: failed right total knee polyethylene and femoral component due to premature polyethylene wear and osteolysis due to poly recall. Patient revised to exactech devices. The patient was transferred to recovery in stable condition, there were no complications. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. There is no other information provided.

Manufacturer narrative:
The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly. D10: concomitants: (B)(6) 02-012-60-1612 - tru stem ext 16mm x 120mm (B)(6) 02-012-44-4017 - logic psc tib ins sz 4 17mm (B)(6) , 02-022-45-4050 - truliant tib fit tray cem sz 4f / 5t (B)(6) 200-02-38 - three peg patella 38mm (B)(6) 204-70-00 - tibial stem ext. Screw.

Event description:
*Additional information received from legal on 06feb2024* legal case ¿ USA (mdl no. 3044) (ngg) (mmh) case no: 1:24-cv-00777. 8. Plaintiff was implanted with the following exactech device: knee 9. Leg in which the exactech device was implanted: right 10. Date the exactech device was implanted: (B)(6) 2017 11. State in which the exactech device was implanted: oh 12. Date the exactech device was surgically removed/revised: (B)(6) 2023 13. Pain and suffering ultimately leading to revision surgery. The patient has filed a short-form complaint in a multidistrict litigation titled in re: exactech polyethylene orthopedic products liability litigation, mdl no. 3044 (ngg) (mmh), and pending in the eastern district of new york. Per the transfer order creating this multidistrict litigation, ¿plaintiffs¿allege that their knee or hip replacement devices¿failed prematurely because of degradation of the device¿s polyethylene component, which resulted in the premature removal (or planned removal) of the prosthesis at issue.¿ because the patient has filed a suit in this multidistrict litigation, the patient appears to allege that the patient was injured as a result of premature wear of an exactech polyethylene device. *original description summary* legal case ¿ USA rk rev. It was reported via legal documentation that a patient was initially implanted with a right total knee arthroplasty (B)(6) 2017 and then approximately 5 years 6 months, later was surgically revision on (B)(6) 2023. Revision operative report of (B)(6) 2023, postoperative diagnosis: failed right total knee polyethylene and femoral component due to premature polyethylene wear and osteolysis due to poly recall. Patient revised to exactech devices. The patient was transferred to recovery in stable condition, there were no complications. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. There is no other information provided. (Op report attached) no device return anticipated due to this being a legal case. Ebi initial surgery attached. Historical record and smartsolve searched for sn/patient name with no results. No further information. FDA recall # z-0021-2022.